Manufacturer narrative:
The patient's previously noted outflow obstruction is being reported under MFR # 2916596-2020-02577. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during a follow-up visit at the clinic, the vad team noticed an intermittent increase in pump power in the event history. The patient was clinically well. A ramp test was performed. The patient was not admitted to the hospital but a follow-up visit was scheduled for (B)(6) 2020 to perform a CT and check for possible flow obstructions. The CT did not reveal clear findings related to the intermittent power elevations. It was reported that there may be some obstruction of the outflow graft, but that the patient already had a slight obstruction that was seen on a CT during a routine follow-up some years ago. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: the report of suspected thrombus could not be confirmed through this evaluation. A correlation between the device and the reported suspected thrombus and elevated pump power could not be conclusively established through this evaluation. Additionally, a specific cause for the power elevations confirmed via the submitted log files could not be conclusively determined through this evaluation. The patient¿s previous pump, heartmate ii lvas, serial number (B)(6), was not returned for investigation. The submitted log file contained data from 08apr2020 through 29apr2020. The log file captured multiple transient elevations in pump power, up to 9.5 watts. Of note, the log file also captured 62 pi events and all power/flow elevation events occurred during pi events. The actual speed remained above the low speed limit throughout the log file and the pump appeared to be functioning as intended. A direct correlation between the observed power elevations and the reported suspected thrombus could not be determined. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range as well as outlines indications of pump thrombosis and as how to respond to such events. The heartmate ii lvas IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient underwent a pump exchange on (B)(6) 2020. It was reported that this was not due to the outflow graft obstruction, as it had not been affecting pump function. However, the intermittent power elevations and ramp test results raised suspicion of pump thrombosis, which was the cause of the exchange. Clinically, the patient was reported to be doing well both before and after the exchange. No further information was provided.